Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump needle was loose and needle fell off. The customer¿s blood glucose level was 80 mg/dl. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer reported that the introducer needle is no longer in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will not be returned for analysis.